Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214, k923607. The actual device was not returned for evaluation; however, a photograph of the actual device was returned for evaluation. The provided picture of the actual sample was confirmed. It was found that a part of the outer layer was peeled off. From the additional information, it was confirmed that a metal needle was used in combination. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past complaint record. Based on past findings, we are aware that the outer layer may be peeled off when the radifocus guidewire m is used in combination with a metal needle. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. From the circumstances of the occurrence of this case, it was considered possible that the outer layer of the actual sample was peeled off since the actual sample and a metal needle were used in combination. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the urethane may have peeled approximately ten (10) cm from the distal end of radifocus guidewire. A metal needle was used, and the user was aware of the contraindication. Images were reviewed; however, no fractured piece could be found. There was a possibility that it remained in the body, however it was unclear. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The patient was not harmed.

Manufacturer narrative:
The product code was not exported to the us market; therefore, the UDI could not be provided.